Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug rx coronary drug eluting stent to treat a lesion. It was reported that the device failed to cross the lesion and stent damaged was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.